Event description:
On (B)(6) 2010, I had surgery to implant the 3788 eon mini ipg neuromodulation unit into my back (right buttock) which was always tender to the touch of any pressure. This implant was to assist me in pain control for relief of lumbar fusion back surgery I had in (B)(6) of 2011. In the beginning of 2013, I began having add'l slow building tenderness / pain and felt warmth in the area where the implant was placed along with symptoms radiating down my right side including my abdominal area and all the way down my right leg. In (B)(6) of 2013, this tenderness and pain became constant especially affecting my right leg in the calf that made it difficult to walk [caused me to drag my leg and difficulty in positioning my leg because the pain became excruciating]. This pain was so excruciating that I couldn't find a comfortable position and already knew what to expect. In fact, this pain prevented my ability to sleep and even was awakened from the little sleep and with rushed of instant fever symptoms combined with shocks that caused severe sweats. These symptoms also happened when I sat down and even when walking. When I would drive, every time I'd have to press the gas and brake pad, a sharp pain would travel up my right leg through my complete right side and in my lower back. I also noticed add'l swelling and inflammation across my lower back but more upon the surgical sites associated with this implant procedure. This pain was so severe to deal with that it wasn't even relieved with the pain medications [gabapentin, tramadol and cyclobenzaprine] and other prescribed medications that I take that would knock a horse out. I too had to order a new charging unit [(B)(6) 2013] because it was destroyed by my new puppy but when the charging unit arrived, I realized that as I attempted to charge the ipg implant, the area was extremely hot to the touch and painful. In (B)(6) 2013, I called the MFR [st jude medical] because I noticed I was having problems charging my ipg and we decided for me to scheduled an appointment with my pain management surgeon who implanted the ipg and their rep. On (B)(6) 2013, we [I and st jude rep: (B)(4)] met at my physician office and I reiterated to the rep that I could not regulate my new charging unit and realized that I could not charge my ipg. St jude rep: tom dust then attempted to reprogram the charger and noticed that my ipg implant not the charger were communicating which as per him meant that the ipg unit [battery] was not working and I'd have to have it removed. The rep then left the room to inform the physician of his findings and then my physician came in and we discussed my options where we decided to schedule surgery to remove the unit. My extradition surgery took place on (B)(6) 2013. Since the removal of the ipg unit, all of the symptoms have stopped which made me wonder if they were attributed to the eon mini 3788 ipg implant. I was recently informed that my charging unit was recalled. I called st jude medical on (B)(6) 2014 to find out of this was true and if it was, I questioned why they made me repay for the replacement again. The rep who I spoke to [(B)(4)] as to the recall on the charging unit informed me that yes, the charging unit and too the ipg implant unit were both recalled [this was the 1st I heard of it]. I asked to have the recalled letters mailed to me and (B)(4) stated that they'll mail me the charger recall letter but as to the actual unit recall letter, I had to obtain it from my physician and he further stated that he was expediting my case to their law department. I obtained the ipg doctors recall letter from their web site and confirmed with my hospital records that yes I had a recalled unit implanted in me and that the pain/symptoms I suffered were definitely attributed to their products. It angers me not being informed at all of the recalls and complications of these defective products.